Event description:
A customer reported to baxter (B)(4) of an unknown container in which operator observed a leak at an unknown location of the container. The defective product was compounded by cefoxitin. It is unknown when the reported condition occurred. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Correction: baxter (B)(4) received a report that an infusor leaked. The device was filled with a solution of 6 g of cefoxitin and saline. This condition interrupted therapy. This condition interrupted therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. The device used in reported condition is unknown; therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.